Event description:
It was reported that three (3) em2400 valve sets were leaking air in the lines. This issue was further described as, ¿bubbles are frequently generated and cannot be corrected¿. This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g1: device manufacturer name: availmed (previously submitted as ecm - availmed s.a. De c.v. - sp021332). Additional information was added to g1: device manufacturer e-mail, g4: PMA/510k #, h10. Additional information was received from the customer stating that there was no leak. Therefore, there is no malfunction or adverse event associated with this complaint. Should additional relevant information become available, a supplemental report will be submitted.